Manufacturer narrative:
The s-ICD was explanted and returned back from the field for analysis without any further allegation being made against it in relation to this event. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient with this device was seen for a routine follow-up, at which time technical services (ts) was contacted to review the devices sensing performance. It was additionally reported that patient has an implanted pacemaker and is 100 percent paced due to a negligible rhythm and has 3rd degree av block. The data review confirmed a previous inappropriate shock due to t-wave oversensing. Due to the patient being 100 percent paced, the risk for morphology changes at higher rates should be limited if possible and it was suggested to perform vector sensing at higher rates in order to acquire a high rate template. Ts did confirm appropriate sensing in the primary and secondary vectors of the device however, based on the new data, recommended keeping secondary as the programmed vector. The s-ICD was later explanted and returned for analysis without any further allegation being made against it in relation to this event.